Event description:
It was reported that tissue damage and j anchor damage to the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The closure device was attempted to be deployed a couple times, but the closure device did not sit in the desired location in the laa. The closure device and was were removed from the patient. Upon removal of the wds and was from the patient, tissue was noted on the distal end of the closure device. The was had a j anchor from the closure device stuck in the distal wall tip. No pericardial effusion was noted, and a new 31mm watchman flx closure device and new anterior was were used to close the laa. The patient was kept overnight. No further complications were reported and the patient was planned to be discharged the following day post procedure.